Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during treatment of a patient with acute hypoxemic respiratory failure in the intensive care unit, a fentanyl infusion was found to be infusing at 4mcg/hour while the intended infusion rate was 50mcg/hour. The intended infusion was 10mcg/ml of fentanyl at a rate of 5ml/hour with a volume to be infused of 100ml. The clinician noted that at 1124 the fentanyl infusion was infusing at a rate of 4 mcg/hour. The clinician confirmed that the information displayed by the pump was accurate and removed the pump from service. The clinician indicated no detectable harm, no significant changes in vital signs, pain presence or richmond agitation-sedation scale occurred. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. If other specify, device manufacture date, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that during treatment of a patient with acute hypoxemic respiratory failure in the intensive care unit, a fentanyl infusion was found to be infusing at 4mcg/hour while the intended infusion rate was 50mcg/hour. The intended infusion was 10mcg/ml of fentanyl at a rate of 5ml/hour with a volume to be infused of 100ml. The clinician noted that at 1124 the fentanyl infusion was infusing at a rate of 4 mcg/hour. The clinician confirmed that the information displayed by the pump was accurate and removed the pump from service. The clinician indicated no detectable harm, no significant changes in vital signs, pain presence or richmond agitation-sedation scale occurred. There was patient involvement but no harm.